Manufacturer narrative:
E1: patient country: poland. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State, province or territory: california. Post office or zip code: 91325. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was experienced high blood glucose levels and diabetic ketoacidosis on (B)(6) 2026 due to insulin flow block. The patient was treated at hospital from two weeks.